Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. Tac was able to resolve the customer¿s issue. The customer mentioned there was no image on the primary monitor. Tac advised the customer to check the cabling attached to the monitor. When checking the cabling, the customer had the input to the monitor from the imh (image management hub). The imh was turned off. The customer realized the imh was off. Turning on the imh restored the image to the monitor. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor had no image. There were no reports of patient harm.